Manufacturer narrative:
(B)(4). Intact reference samples were received for investigation. Actual impacted suture was not received for investigation. All the suture overwrap pack were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. Primary packs were opened, all sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, punching marks, broken piece, brittleness, detached needles but no such defects were observed. All the received needles were visually inspected under magnification and found satisfactory. Sutures were subjected to knot pull tensile strength test and results of reference sample were found to be meeting specification requirement. Retained sample evaluation: five retain samples of incident code nw870 and lot number v8024 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. All the test reports of rm suture lots used in manufacturing of finish good were reviewed and found to be meeting specification requirement. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. All the individual as well as average knot pull tensile strength values of retain sample as well as reference sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown general surgical procedure on an unknown date and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.